Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Care giver has stated the seat cracked on both sides with in six months. The patient using chair does not speak, care giver found evidence of pinching on the chair.